Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for the previous hysterectomy and hernia with repair were not provided.] (B)(6) 2006: (B)(6) hospital. (B)(6) md. Operative report. Assistant: (B)(6) , pa. Anesthesia: general endotracheal. Preoperative diagnosis: incisional hernia. Postop diagnosis: same, defect 24 x 12 cm. Operation: incisional hernia repair with gore-tex mesh. Indication and judgement: ¿this patient underwent a hysterectomy though a lower midline incision and subsequently developed a hernia which was previously repaired. This has recurred and is probably accompanied by other hernias up and down the incision. We discussed the risks and benefits of hernia repair including recurrence, bowel injury during surgery, seroma formation. The patient expressed understanding and agreed to proceed. Informed consent was obtained. Procedure: the patient was taken back to the procedure room and placed supine on the procedure room table. Heart rate, blood pressure and oxygen saturation were monitored. After the induction of adequate general anesthesia she was atraumatically intubated. The abdomen was shaved, prepped and draped in a sterile fashion. An og [orogastric] catheter and a foley catheter were placed. We began by placing an ioban over the abdomen after draping off in a sterile fashion. We opened the lower part of the incision of the skin carefully and dissected down to the hernia sac itself. This was in the lower most part of the incision. This defect was only probably 3-4 cm in diameter. There was a small piece of small bowel up in the hernia that was easily reducible. We entered the hernia sac and were able to dissect the small bowel away from the hernia sac. There really wasn¿t too many adhesions. We then palpated the anterior abdominal wall superiorly along the level of the incision and midway along the incision another hernial defect was noted. We then opened the skin and the fascia up to that point. At this point we had a defect approximately 18 cm. We then palpated up higher and another defect was palpated at the umbilicus. We then opened the skin almost all the way up to the umbilicus as well as the fascia up to this other hernial defect. No bowel injury was noted during the dissection. We then cleared the fascia off laterally to allow us to smooth the gore-tex mesh in. This was at least 3-4 cm all the way around except in the inferior most part of the incision where there wasn¿t much fascia left. We then shaped a piece of gore-tex mesh. The original mesh was 20 x 30. We probably trimmed it down to 24 x 12-15 cm. We tapered around the edges. We then at 1-2 cm intervals sewed it to the underside of the fascia with some overlap of the fascia using 0 prolene sutures. We protected the bowel during this procedure. We did these interrupted sutures all the way around. We then palpated all the way around the hernia. There was no place where bowel could come up over the mesh. We then irrigated out this area quite well. There was good hemostasis. We approximated the subcutaneous fat over the mesh with 3-0 vicryl sutures. We closed the skin with staples. We placed a sterile dressing over the incision. The defect when we got done opening up to approximate the three hernias was 24 cm x 12 cm. The patient tolerated the procedure well. Sponge and needle counts were correct at the end of the procedure.¿ (B)(6) 2006: (B)(6) hospital. Progress record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 04203938. W.l. Gore & associates. The record confirms a gore® dualmesh® biomaterial (1dlmc07/04203938) was implanted during the procedure. (B)(6) 2006: (B)(6) clinic.(B)(6) md; (B)(6) , md. Operative report. Preop indication: remove disease. Assistant: (B)(6) md. Location: rochester. Bld: mb. Floor: 01. Room: or 106. Postop diagnosis: infected gore-tex mesh status post ventral hernia repair. Procedure: excision gore-tex mesh from anterior abdominal wall. Vac placement. Drainage: 2 drains. ¿the patient was taken to the operating room, placed in a supine position, induced with general endotracheal anesthesia. Both arms were securely padded on armboards. The skin of her anterior abdominal wall was prepped with duraprep and draped in our typical sterile fashion. Her previous midline scar was excised and discarded. A curved clamp was passed into the sinus tract which immediately communicated with a large fluid collection that drained pus and this was cultured. This was bathing the anterior surface of the gore-tex mesh. It was in free communication with the external environment. Therefore we elected to proceed with removal of the gore-tex mesh. An incision was made in the gore-tex mesh which revealed a thick purulent appearing seroma that was also sent for culture. The gore-tex was removed circumferentially by cutting the prolene sutures which were firmly attaching it circumferentially. The wound was irrigated with pulsavac and 6 l of normal saline. At the completion of irrigation there did not appear to be any necrotic debris or remaining gross puss. Therefore we elected to close the anterior rind that had been intimate with the gore-tex mesh with interrupted no. 1 vicryl with two flat blake drains placed beneath this rind that exited out of the superiormost aspect of the wound, and these will be placed to continuous suction. We then placed a vac dressing on the subcutaneous tissues.¿ wound type: type IV ¿ dirty or infected. (B)(6) 2006: (B)(6) clinic. (B)(6) md. Surgical pathology. Tissue description: mr 06-7955, abdominal mesh (21.5 x 11.5 x 0.3 cm). Diagnosis: mesh, abdomen, excision: synthetic mesh identified grossly. (B)(6) 2006: [missing records: a culture report detailing analysis of specimens collected during the (B)(6) 2006 procedure were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent a open incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh, seroma, significant foreign body reaction and contraction. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005: (B)(6), md. Office notes. Referred secondary to heavy and frequent periods. Does not smoke. History of ruptured ovarian cyst on (B)(6) 2009, hyperlipidemia. Weight 259 ½ pounds. Exam: abdomen soft, nontender, no rebounding, no rigidity. There is evidence of mid low vertical scar from previous cesarean section and laparotomy. Impression: hypermenorrhea with menorrhagia, enlarged uterus with fibroid. For diagnostic hysteroscopy and dilation and curettage. On (B)(6) 2005: (B)(6), md. Radiology pelvic ultrasound. Indication: heavy menses, large uterus, hypermenorrhea. Impression: somewhat balky uterus. Multiple small uterine leiomyomata appear to be present, at least 6 of them. On (B)(6) 2005: (B)(6), md. Operative report. Diagnostic hysteroscopy with hysteroscopic guided biopsy of polypoid structure arising from the right side of the endometrium. Dilatation and curettage of the endometrium. Preoperative diagnosis: menometrorrhagia, enlarged uterus. Postop diagnosis: same. On (B)(6) 2005: (B)(6) hospital. [Signature illegible]. Anesthesia record. Asa 1, weight 259 ½ lbs. On (B)(6) 2006: (B)(6), md. Radiology CT of abdomen / pelvis. Indication: right lower quadrant pain. Findings: postsurgical changes with anterior abdominal wall scar and anterior abdominal wall hernia into which a small bowel loop extends. While it may be trapped, it is not obstructed. Pancreas and kidneys are not remarkable. Uterus is not depicted. There is a 3 x 2.3 cm left pelvic low attenuation mass probably a cyst perhaps of adnexal origin. Impression: findings above with postoperative changes including hysterectomy. There is an anterior abdominal wall hernia containing small bowel loops. Tiny left adrenal mass. On (B)(6) 2006: [missing records: records for ¿ventral hernia repaired primarily¿ were not provided.] On (B)(6) 2006: (B)(6) hospital. [Signature illegible]. History and physical. Reason for admission: she had a hysterectomy for uterine cancer, also abdominal cesarean section / appendectomy thru the same lower midline incision. Postop developed an incisional hernia that was repaired by dr. (B)(6), but had a new hernia in the low part of the incision. Exam: obese, lower part of midline incision involved in reducible tender hernias. Weight 260 lbs. Plan: repair with mesh open repair because lower part of incision is close to symphysis pubis. Asa 2. On (B)(6) 2006: (B)(6) hospital. [Signature illegible]. Anesthesia record. Asa 2. On (B)(6) 2006: (B)(6) hospital. Nurse notes. Wearing abdominal binder. On (B)(6) 2006: (B)(6), md. Discharge summary. Admission diagnosis: ventral hernia. Discharge diagnosis: same. Uneventful hernia repair with mesh for very large defect. Postoperatively controlled pain for several days with morphine pca and then switch to oral analgesic. Postoperative day #3 pain controlled with oral analgesics. Tolerating diet. Having drainage from seroma that formed, but did not place drains as this is normal. Subsequently discharged home with follow-up in 1 week in clinic. Instructions: no heavy lifting for 6 weeks. On (B)(6) 2006: (B)(6), do. Radiology CT abdomen / pelvis. Indications: post hernia drainage. Findings: images obtained following IV and oral contrast. Fluid collection along anterior abdominal wall just posterior and inferior to the surgical incision. This measures 9.0 cm in craniocaudal dimension, 6.9 cm in transverse dimension and 4.8 cm in ap dimension. There is an enhancing wall present. Considerations include seroma, abscess or hematoma. Tiny cyst noted within liver. Spleen, pancreas, adrenal glands and kidneys are normal. No mesenteric or retroperitoneal lymphadenopathy present. Sections through the lung bases are normal. Impression: fluid collection noted along the anterior abdominal wall as described. Considerations include abscess, hematoma or seroma. Otherwise the appearance of the abdomen is similar to the prior study. On (B)(6) 2006: (B)(6) hospital. [Provider signature illegible]. History and physical. Reason for admission: fever, incisional erythema. Pt had large ventral hernia repair with goretex. Now complains of malaise, fever, backpain, redness at incision. Intermittently drained from incision but nothing lately. Had pelvic exam by dr. (B)(6) today which was unremarkable. Exam: erythema around incision upper part. No erythema around sinus. Impression: fever, possible wound infection. Plan: IV antibiotics, CT scan of abdomen / pelvis to evaluate mesh in am. On (B)(6) 2006: (B)(6) hospital. Lab. Wbc 16.2 h (4.5-10.8). On (B)(6) 2006: (B)(6) hospital. [Provider ni]. Progress notes. Feels better. T=99.9, hr=84. Abdomen: incision more erythematous. CT scan, fluid collection, below mesh. Assessment / plan: continue antibiotics kefzol. On (B)(6) 2006: (B)(6) hospital. Lab. Wbc 9.9 (4.5-10.8). On (B)(6) 2006: (B)(6), do. Radiology CT of abdomen / pelvis. Indication: infected mesh ventral hernia. Correlation made with a prior study on (B)(6) 2006. Findings: once again there is an abnormal fluid collection noted along the anterior abdominal wall. This measures 12 cm in cranial caudal dimension. 5.0 cm in ap dimension and 10.5 cm in transverse dimension. This is unchanged in size since the prior study. Enhancing wall is again noted. Considerations include abscess, hematoma or seroma. Tiny cyst again noted within the liver, other wise the liver, spleen, pancreas, adrenal glands and kidneys are normal. No mesenteric or retroperitoneal lymphadenopathy. No pelvic masses or other free fluid present. Conclusion: fluid collection noted along the regions of the mesh of the ventral hernia repair. This is unchanged in size when compared to the prior study. On (B)(6) 2006: (B)(6) hospital. Lab. Wbc 8.44 (4.5-10.8). On (B)(6) 2006: (B)(6), md. Discharge summary. Discharge diagnosis: infected mesh. Mesh hernia repaired in an open fashion 2 1-2 months ago. Now developed erythema in area at upper part of mesh along with fever and elevated white count. I¿m suspicious that mesh has become infected and will admit to hospital for IV antibiotics and a CT. Hospital course: started on IV antibiotics with improved white count and effervesces in 1 ½ to 2 days. A cat scan obtained, showed some inflammation above mesh, no fluctuance above mesh and stable fluid collection below mesh. I¿m suspicious for wound infection, however, I did make arrangements for her to be seen as outpatient at (B)(6) clinic for evaluation and treatment of this. Tentative plans to continue IV antibiotics as outpatient. Discharge instructions: continue antibiotics as outpatient and visit (B)(6) clinic at 8 o¿clock the next morning the day after discharge. Further treatment will depend on that. Can tolerate a regular diet and will continue dressing changes to area. On (B)(6) 2006: (B)(6), md. Office notes. Possible infected ventral hernia gore-tex mesh. Underwent radical hysterectomy for uterine cancer on (B)(6) 2005, complicated by ventral hernia, repaired primarily on (B)(6) 2006, recurred, repaired again on (B)(6) 2006 with gore-tex underlay mesh. Since this operation, has had a draining sinus at the inferior aspect of wound, six days ago developed a fever to 104 with chills and cellulitis with pus draining from sinus tract. Was admitted to hospital and given IV vancomycin and since there has been no drainage for last 24 hours, no evidence of cellulitis, tolerating regular diet and feels well. History of cesarean section 1982, abdominal exploration for ruptured ovarian cyst and incidental appendectomy 2003, radical hysterectomy on (B)(6) 2005. No alcohol, no tobacco. Abdomen slightly obese, soft, nontender in upper abdomen but tender near sinus tract. No cellulitis, no drainage, cannot express pus from wound. There is puckering of midline incision at the sinus tract. Impression / plan: likely infected gore-tex mesh. Reviewed with her at length I believe this mesh is likely infected and will almost certainly need to be removed. This is overwhelming to her at this time, and as she is feeling better, she would like to try a course of antibiotic therapy. Reviewed the scenario with dr. (B)(6), and he and I both agree this is a slim chance for this to heal without mesh removal. I provided her my business card. She will contact me, and I will admit her directly to the hospital for mesh removal if she is to have any pus draining from her sinus tract, cellulitis, or fevers. As she wishes to return home and arrange her personal affairs, we will plan to see her back around noon following some basic lab studies on (B)(6) 2006, anticipated surgery on (B)(6). On (B)(6) 2006: (B)(6), md. Office notes. Attempted course of nonoperative therapy with antibiotics for what we suspect to be an infected gortex ventral hernia repair. Returns today with a three-day history of recurrent pus draining from the sinus tract in midline incision. Forty-eight hours ago developed cellulitis, redness, increased pain, and pus drained. Exam: abdomen; soft, nontender, nondistended. Has well-healed midline incision with the exception of a 2 x 2 cm area of scar and induration with a 3 mm home with purulent exudative fluid draining out of it. Impression: likely infected mesh. Since this wound has been draining ever since the surgery and she has had multiple recurrent bouts of high fevers associated with cellulitis and pus draining from the incision, I am convinced that this mesh is infected, and the only definitive treatment will be for removal of this mesh. I reviewed the goals, risks, benefits, alternatives, team approach, advance directives and she wished to proceed with abdominal wall exploration and mesh removal today in the operating room. On (B)(6) 2006: [facility ni]. (B)(6), md. Anesthesia record. Weight 118 kg. Markedly obese body habitus. Multiple previous abdominal surgeries no anesthesia problems. Previous blood transfusion for placenta previa and c-section. Asa 2. Missing records: a CT scan showing ventral hernia with draining sinus and a collection of fluid around the gore-tex was not provided.] On (B)(6) 2006: (B)(6) md. Discharge summary. Summary diagnosis: ventral hernia with a draining sinus. Infected gore-tex mesh. Status post removal infected mesh. Reason for admission: abdominal sinus drainage. An outside CT done last week showed a ventral hernia with draining sinus and a collection of fluid around the gore-tex. Was admitted, taken to operating room for removal of infected gore-tex mesh. Intraoperatively, did well, tolerated procedure without any complications. Mesh was removed and some of the fluid sent to pathology for analysis. Postoperative care was uneventful for any complication and consisted mostly of postoperative pain management and wound vac dressing changes. Patient did well and recuperated quite well. On postoperative day two, was placed on clear-liquid then advanced to soft diet that was tolerated quite well. Ultimately sent home eating general diet, ambulating, passing flatus, and having bowel movements. Pain well controlled with oral pain medications and home health will be changing her wound vac dressing 3 times per week. On (B)(6) 2006: (B)(6), md. Office notes. Underwent excision of gore-tex mesh, abdominal wound has been cared for with a vac. This is being changed every 48 hours at home, she is recovering well. Presents today with complaint of continued pain, particularly on right side of wound, she is tolerating the dressing changes with oral medications only. Denies fevers, chills, nausea, vomiting or night sweats, has returned to regular diet without difficulty. Exam: wound vac removed and wound approximately 8 cm wide, 20 cm long, and 6 cm deep. In the base of the wound there are visible sutures holding the rind together that was closed over her agglutinated bowel. No signs of undrained sepsis. Excellent bed of granulation tissue throughout entire wound. Impression / plan: continued vac changes every 48 hours, see me in two weeks. Has just completed her course of antibiotics, I see no indication for further antibiotics at this time. On (B)(6) 2006: (B)(6) hospital. Nurse notes. Outpatient visit to evaluate abdominal wound. I saw as home care patient and in process of not becoming homebound anymore and would like to follow-up as outpatient basis. She has abdominal wound secondary to hernia repair where she did have cellulitis and they did end up removing her mesh. She currently is in the wound vac and that is at 125 mg of continuous pressure. Abdominal wound looking good. Measures 13.6 cm x 6.9 cm. This is a full thickness wound. Measures 4.9 cm in depth. Wound base is red, moist and viable. Wound edges are epithelial cells. Periwound skin: she did have some candidiasis noted in abdominal folds last week. Currently that is resolved, however, she does have a few satellite lesions scattered along the wound edges approximately the 7-11 position and 2-5 o¿clock position. I did treat those with some micro-guard powder and then did cover those with skin prep. Had discomfort with removal of wound vac and last week we did add the mepitel and I think that has helped with removal of sponge. Did instruct the staff nurse in ER as she is hoping to come in and have wound vac changed monday, wednesday, friday. She changed her canister at home and probably was about 50 cc of light serous drainage and was cloudy. Placed on an antibiotic last week and did not finish that course of antibiotics and I did tell her to finish that up. I think it was cephalexin. Periulcer temperature is within normal limits. Short term goal would be to fill in depth and to maintain her wound vac. Long term goal to heal wound. Will follow back on (B)(6), and will come in on wednesday for ER nurse to change vac and follow-up appointment in (B)(6) this friday. On (B)(6) 2006: [facility ni]. Dr. (B)(6). Office notes. Pt needs vac changed every 48 hours until wound is completely healed or she is re-evaluated at (B)(6) clinic. Anticipate complete healing will be within the next two months. On (B)(6) 2006: (B)(6), md. Office notes. Complaint of foul odor with dressing changes. Denies fever, chills, nausea, vomiting, night sweats. Denies feeling of a hernia. Has been eating regular diet, denies abdominal pain. Exam: removed wound vac, wound healing very well now. No evidence of purulent drainage. I believe the odor is from bacterial overgrowth with the 48-hour changes on the vac. Impression/plan: open abdominal wound. Discontinue use of vac dressing today, transition to 3 times a day wet-to-dry dressings. She and her husband were instructed on this, they are confident they will have no difficulty with this. On (B)(6) 2006: (B)(6), md. Office notes. Returns completely asymptomatic without fevers, chills, nausea, vomiting, night sweats. Wound is granulating well without any signs of undrained sepsis. Exam: abdomen; soft, nontender, nondistended, wound has excellent granulation tissue (beefy red throughout its entirety), approximately 7 cm from a superior to an inferior direction by 3 cm from right to left and 1 cm deep. Impression/plan: abdominal wound following explantation of gore-tex mesh. Continue dressing changes as doing at this time. On (B)(6) 2006: (B)(6), md. Office notes. Reevaluation of abdominal wound, pain around incision has greatly improved, tolerating general diet, having regular formed bowel movements. Exam: abdomen; soft, nontender, nondistended, 4 cm x 2 cm x 1 cm deep granulating wound in midline with associated scar that tracks at the inferior-most aspects. Impression / plan: abdominal wound, healing perfectly at this time. Continue placing moist dressing twice each day. On (B)(6) 2007: (B)(6), md. Office notes. Underwent ventral hernia repair with gore-tex elsewhere, subsequently became infected and required me to remove, at the time of surgery we closed a thick fibrous band of scar knowing that she would likely develop another hernia. Since that time she healed her very large midline wound with the assistance of a vac and dressing changes. Presents today with concern regarding recurrence of the hernia at the superior aspect of incision. Denies episodes of bowel obstruction, or symptoms of incarceration or strangulation. Exam: weight is 250 lbs. Abdomen; obese, soft, nontender, nondistended, 3 x 3 cm ventral hernia at superior aspect of lower midline incision. Dense, hard keloid scar with some retraction superiorly. Abdomen nontender to deep vigorous palpation. Impression / plan: recurrent ventral hernia. Discussed that even in the setting of this small recurrent ventral hernia, I would not recommend proceeding with surgical repair at this time. Best scenario would be for her to be at least 12 to 18 months out from her infected gore-tex mesh hernia repair at which time we could consider repair possibly laparoscopically and I would consider using a bioprosthetic material as she has proven to infect permanent grafts. She inquired about a laparoscopic band procedure to help her lose weight and I do not think this would be advantageous as she has not made vigorous attempt at weight loss with diet and exercise modification. I set a goal for her for weight less than 200 lbs in 6 months to a year in anticipation of optimizing our results from a surgical repair. Records span 08/10/2005 to 04/10/2007. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
D4: added lot #, catalog #, expiration date, di #. D4: updated brand name. G5: added PMA/510k # . H4: added device manufacture date. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes ( 2069, 2414, 3191: appropriate term not available for ¿contraction¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6), 2005 through (B)(6) 2007 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: obesity (B)(6) 2005: 260 lbs. (B)(6) 2006: 260 lbs., ¿.... Markedly obese body habitus.¿ hyperlipidemia (B)(6) 2005: uterine cancer (B)(6) 2006: ventral hernia (B)(6) 2006: incisional hernia (B)(6) 2006: infected gore-tex mesh status post ventral hernia repair surgical procedures: 1982: cesarean section 2003: abdominal exploration for ruptured ovarian cyst and incidental appendectomy (B)(6) 2005: diagnostic hysteroscopy with hysteroscopic guided biopsy of polypoid suture arising from the right side of the endometrium, dilation and curettage of the endometrium (B)(6) 2005: radical hysterectomy (B)(6) 2006: ventral hernia repaired primarily (B)(6) 2006: incisional hernia repair with gore-tex mesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2006: excision gore-tex mesh from anterior abdominal wall. Vac placement. Relevant medical information: (B)(6) 2006: CT of abdomen/pelvis: ¿right lower quadrant pain.¿ ¿findings: postsurgical changes with anterior abdominal wall scar and anterior abdominal wall hernia into which a small bowel loop extends. While it may be trapped, it is not obstructed.¿ impression: ¿findings above with postoperative changes including hysterectomy. There is an anterior abdominal wall hernia containing small bowel loops.¿ (B)(6) 2006: history and physical: ¿she had a hysterectomy for uterine cancer, also abdominal cesarean section/appendectomy thru the same lower midline incision. Postop developed an incisional hernia that was repaired, but had a new hernia in the low part of the incision.¿ ¿obese, lower part of midline incision involved in reducible tender hernias.¿ (B)(6) 2006: indication: ¿this patient underwent a hysterectomy through a lower midline incision and subsequently developed a hernia which was previously repaired. This has recurred and is probably accompanied by other hernias up and down the incision. We discussed the risks and benefits of hernia repair including recurrence, bowel injury during surgery, seroma formation. The patient expressed understanding and agreed to proceed. Informed consent was obtained.¿ implant procedure: repair of incisional hernia, implantation of gore-tex mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc07/04203938, 20cm x 30cm x 1mm thick] implant date: (B)(6) 2006 [hospitalization dates (B)(6) 2006] wound classification: ¿1¿ [clean]. Description of hernia being treated: ¿we opened the lower part of the incision of the skin carefully and dissected down to the hernia sac itself. This was in the lower most part of the incision. This defect was only probably 3-4 cm in diameter. There was a small piece of small bowel up in the hernia that was easily reducible. We entered the hernia sac and were able to dissect the small bowel away from the hernia sac. There really wasn¿t too many adhesions. We then palpated the anterior abdominal wall superiorly along the level of the incision and midway along the incision another hernial defect was noted. We then opened the skin and the fascia up to that point. At this point we had a defect approximately 18 cm. We then palpated up higher and another defect was palpated at the umbilicus. We then opened the skin almost all the way up to the umbilicus as well as the fascia up to this other hernial defect. No bowel injury was noted during the dissection. We then cleared the fascia off laterally to allow us to smooth the gore-tex mesh in. This was at least 3-4 cm all the way around except in the inferior most part of the incision where there wasn¿t much fascia left.¿ implant size and fixation: ¿ we then shaped a piece of gore-tex mesh. The original mesh was 20 x 30. We probably trimmed it down to 24 x 12-15 cm. We tapered around the edges. We then at 1-2 cm intervals sewed it to the underside of the fascia with some overlap of the fascia using 0 prolene sutures. We protected the bowel during this procedur (sic). We did these interrupted sutures all the way around. We then palpated all the way around the hernia. There was no place where bowel could come up over the mesh. We then irrigated out this area quite well. There was good hemostasis. We approximated the subcutaneous fat over the mesh with 3-0 vicryl sutures. We closed the skin with staples. We placed a sterile dressing over the incision. The defect when we got done opening up to approximate the three hernias was 24 cm x 12 cm. ¿ (B)(6) 2006: abdomen: ¿tender, distended, dressing with drainage.¿ wound /incision: ¿some rusty red dx [drainage] on bottom of drsg [dressing].¿ ¿drg. [Drainage] seeping bottom of bandage. Reinforced.¿ (B)(6) 2006: abdomen: ¿tender, distended.¿ wound/incision: ¿abdominal dressing dry and intact.¿ (B)(6) 2006: abdomen: ¿incision ok, minimal drainage, incisional tenderness.¿ (B)(6) 2006: discharge summary: ¿uneventful hernia repair with mesh for very large defect. Having drainage from seroma that formed, but did not place drains as this is normal. No heavy lifting for 6 weeks.¿ explant preoperative complaints: (B)(6) 2006: CT abdomen/pelvis [a/p]: ¿post hernia drainage.¿ findings: ¿fluid collection along anterior abdominal wall just posterior and inferior to the surgical incision. This measures 9.0 cm in craniocaudal dimension, 6.9 cm in transverse dimension and 4.8 cm in ap dimension. There is an enhancing wall present.¿ impression: ¿fluid collection noted along the anterior abdominal wall as described. Considerations include abscess, hematoma or seroma. Otherwise the appearance of the abdomen is similar to the prior study.¿ (B)(6) 2006 : inpatient hospitalization. (B)(6) 2006: history and physical: ¿fever, incisional erythema. Pt had large ventral hernia repair with goretex. Now complains of malaise, fever, backpain, redness at incision. Intermittently drained from incision but nothing lately. Had pelvic exam today which was unremarkable. Exam: erythema around incision upper part. No erythema around sinus. Impression: fever, possible wound infection. Plan: IV antibiotics, CT scan of abdomen/pelvis to evaluate mesh in am.¿ (B)(6) 2006: abdomen: ¿incision more erythematous. CT scan, fluid collection, below mesh. Plan: continue antibiotics.¿ (B)(6) 2006: CT [a/p]: indication: ¿? Infected mesh ventral hernia.¿ findings: ¿once again there is an abnormal fluid collection noted along the anterior abdominal wall. This measures 12 cm in cranial caudal dimension. 5.0 cm in ap dimension and 10.5 cm in transverse dimension. This is unchanged in size since the prior study. Enhancing wall is again noted. Considerations include abscess, hematoma or seroma.¿ conclusion: ¿fluid collection noted along the regions of the mesh of the ventral hernia repair. This is unchanged in size when compared to the prior study.¿ (B)(6) 2006: discharge summary: ¿discharge diagnosis: infected mesh. Hospital course: started on IV antibiotics with improved white count and effervesces in 1½ to 2 days. A cat scan obtained, showed some inflammation above mesh , no fluctuance above mesh and stable fluid collection below mesh. I¿m suspicious for wound infection, however, I did make arrangements for her to be seen as outpatient for evaluation and treatment of this. Tentative plans to continue IV antibiotics as outpatient. Discharge instructions: continue antibiotics as outpatient. Continue dressing changes to area.¿ (B)(6) 2006: ¿possible infected ventral hernia gore-tex mesh. Underwent radical hysterectomy for uterine cancer august 2005, complicated by ventral hernia, repaired primarily (B)(6) 2006, recurred, repaired again 5/3/06 with gore-tex underlay mesh. Since this operation, has had a draining sinus at the inferior aspect of wound, six days ago developed a fever to 104 with chills and cellulitis with pus draining from sinus tract. Was admitted to hospital and given IV vancomycin and since there has been no drainage for last 24 hours , no evidence of cellulitis, tolerating regular diet and feels well.¿ ¿abdomen slightly obese, soft, nontender in upper abdomen but tender near sinus tract. No cellulitis, no drainage, cannot express pus from wound. There is puckering of midline incision at the sinus tract. Impression/plan: likely infected gore-tex mesh. Reviewed with her at length I believe this mesh is likely infected and will almost certainly need to be removed. This is overwhelming to her at this time, and as she is feeling better, she would like to try a course of antibiotic therapy. A slim chance for this to heal without mesh removal. ¿ (B)(6) 2006: ¿attempted course of nonoperative therapy with antibiotics for what we suspect to be an infected gortex ventral hernia repair. Returns today with a three-day history of recurrent pus draining from the sinus tract in midline incision. Forty-eight hours ago developed cellulitis, redness, increased pain, and pus drained. Exam: abdomen; soft, nontender, nondistended. Has well-healed midline incision with the exception of a 2 x 2 cm area of scar and induration with a 3 mm home with purulent exudative fluid draining out of it. Impression: likely infected mesh. Since this wound has been draining ever since the surgery and she has had multiple recurrent bouts of high fevers associated with cellulitis and pus draining from the incision, I am convinced that this mesh is infected, and the only definitive treatment will be for removal of this mesh.¿ explant procedure: excision gore-tex mesh from anterior abdominal wall. Vac placement. Explant date: (B)(6) 2006 [hospitalization dates (B)(6)2006 through (B)(6) 2006] wound classification: ¿type IV ¿ dirty or infected.¿ procedure: ¿a curved clamp was passed into the sinus tract which immediately communicated with a large fluid collection that drained pus and this was cultured. This was bathing the anterior surface of the gore-tex mesh. It was in free communication with the external environment. Therefore we elected to proceed with removal of the gore-tex mesh. An incision was made in the gore-tex mesh which revealed a thick purulent appearing seroma that was also sent for culture. The gore-tex was removed circumferentially by cutting the prolene sutures which were firmly attaching it circumferentially. The wound was irrigated with pulsavac and 6 l of normal saline. At the completion of irrigation there did not appear to be any necrotic debris or remaining gross puss. Therefore we elected to close the anterior rind that had been intimate with the gore-tex mesh with interrupted no. 1 vicryl with two flat blake drains placed beneath this rind that exited out of the superior most aspect of the wound, and these will be placed to continuous suction. We then placed a vac dressing on the subcutaneous tissues.¿ (B)(6) 2006: pathology: ¿abdominal mesh (21.5 x 11.5 x 0.3 cm ). Diagnosis: mesh, abdomen, excision: synthetic mesh identified grossly.¿ [culture reports not provided.] (B)(6) 2006: discharge summary: ¿postoperative care was uneventful for any complication and consisted mostly of postoperative pain management and wound vac dressing changes.¿ ¿... Home health will be changing her wound vac dressing 3 times per week.¿ relevant medical information: (B)(6)06: ¿underwent excision of gore-tex mesh, abdominal wound has been cared for with a vac. This is being changed every 48 hours at home, she is recovering well. Exam: wound vac removed and wound approximately 8 cm wide, 20 cm long, and 6 cm deep. In the base of the wound there are visible sutures holding the rind together that was closed over her agglutinated bowel. No signs of undrained sepsis. Excellent bed of granulation tissue throughout entire wound. Impression/plan: continued vac changes every 48 hours, see me in two weeks. Has just completed her course of antibiotics, I see no indication for further antibiotics at this time.¿ (B)(6) 2007: ¿underwent ventral hernia repair with gore-tex elsewhere, subsequently became infected and required me to remove, at the time of surgery we closed a thick fibrous band of scar knowing that she would likely develop another hernia.¿ impression/plan: ¿recurrent ventral hernia. Discussed that even in the setting of this small recurrent ventral hernia, I would not recommend proceeding with surgical repair at this time. Best scenario would be for her to be at least 12 to 18 months out from her infected gore-tex mesh hernia repair at which time we could consider repair possibly laparoscopically and I would consider using a bioprosthetic material as she has proven to infect permanent grafts.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use also warn, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.